Manufacturer narrative:
The device was not returned for evaluation. The reported events were confirmed based on medical records. A review of DHR, lot history and complaint history did not provide any indication that a manufacturing non conformance contributed to the complaint event. A review of IFU training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the valve was deployed in the pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) is only indicated for native aortic valve, aortic bioprosthetic valve, and mitral surgical prosthetic valve replacement only at the original time of implantation. As reported, approximately 3 years and 8 month post implantation of a 23mm sapien 3 valve in the pulmonic position, a bav with a non-edwards balloon was performed due to increased gradient. Patient returned to pacu in stable condition. Patient peak gradient before bav was 55mmhg, rv pressure 2/3 systemic with mild/moderate pr. Post bav gradient 12mm, rv pressure 1/3. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, a bav or post-dilation was performed due to an increased gradient, and the gradient was decreasing, so it was likely valve under expanded. An incompletely expanded thv would cause a reduction in the effective orifice area, which can obstruct the blood blow across the valve, resulting in the reported elevated gradients. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, it is also possible that incomplete valve expansion may prevent the valve profile from adequately maintaining forward blood flow resulting in the reported central regurgitation. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 23mm sapien 3 valve in the pulmonic position. Approximately 3 years and 8 month post implantation of a 23mm sapien 3 valve in the pulmonic position, a bav with a non-edwards balloon was performed due to increased gradient. Patient returned to pacu in stable condition. Patient peak gradient before bav was 55mmhg, rv pressure 2/3 systemic with mild/moderate pr. Post bav gradient 12mm, rv pressure 1/3.

Manufacturer narrative:
A supplemental MDR is being submitted under manufacturer report number 2015691-2023-15146. During investigation it was determined that this event was found to be a duplicate of an existing MDR submitted under manufacturing report number 2015691-2023-12896. The event investigation, device evaluation, and applicable reporting activities was performed under manufacturing report number 2015691-2023-12896. As such, manufacturer report number 2015691-2023-15146 was reported in error and a corrected supplemental report is being submitted.